Event description:
A report was received that a patient had lost weight due to being more active and the ipg was bulging at the pocket site. The physician adjusted the pocket site and the patient is reportedly doing well.